Event description:
It was reported that the customer's insulin pump broke and stopped working. The customer stated that when he pressed the act button, the numbers ramped up. Customer state that the buttons were unresponsive or stuck. The customer had low blood glucose levels. The customer was hospitalized in (B)(6) 2014 due to diabetic ketoacidosis and a virus. The customer's blood glucose at the time of hospitalization was 522 mg/dl. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).